Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer encountered a recoverable fault, followed by a non-recoverable fault. A intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed multiple errors pointing to the left master tool manipulator (mtml) and remote arm controller 1 (rac1). The tse recommended a system power cycle, but the system faulted again. The tse viewed the sites other systems to confirm software. Customer then brought in console sn: (B)(4) and was able to power the system back on successfully. The procedure was completed with another surgeon side cart (ssc) with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator (roco) and obtained the following additional information: there were no issues noted during set up. System was not inspected beyond what is looked at prior to starting the case. Procedure had been in process for approximately 20-25 minutes and the surgeon does not know what caused the event to occur. There were no post operative complications and there was no harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the left master tool manipulator (mtml), programmed and calibrated it with no errors upon power up or while test driving the system. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the evaluation. The master tool manipulator 2 (mtm2) was returned for failure analysis, and the reported error issue was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. The following parts was replaced as a precaution: embedded serializer in master base (esmb), printed circuit assembly (pca), and main wire harness. A log review confirmed the procedure date of (B)(6) 2022 on system sk4517. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: during the procedure, the surgeon converted to another da vinci system after the start of the procedure due to non-recoverable fault errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.